Event description:
The dental implant fx4310mlc was removed on (B)(6) 2017 due to insufficient primary stability 1 month after implantation. The doctor indicated that local infection caused the implant removal. The patient has history of cancer and diabetes and has been recovered without complications.